Event description:
It was reported that the ventricular assist device (vad) coordinator connected the controller to the system monitor, but no data was transferred. The vad coordinator tried two other monitors and cables but it was not possible to establish a connection. The controller was exchanged.

Manufacturer narrative:
Patient age was estimated based on age at time of implant. Manufacturer's investigation conclusion: the reported event of issues transmitting information from the controller to the system monitor was confirmed via evaluation of the returned heartmate 3 system controller (serial number: (B)(4)). The controller failed the preliminary test due to not communicating with the system monitor. The controller¿s white power cable was manipulated during testing with no effect. The controller power cables were replaced with test power cables and the issue resolved; the controller was communicating with the power module/system monitor appropriately. The controller was then functionally tested and passed without any issues. The white power cable was opened and inspection of the underlying wires revealed that the wire associated with the communication line was broken; this prevented the controller from communicating with the system monitor. The log file downloaded from the returned heartmate 3 system controller (serial number: (B)(4)) contained approximately 3 days of data ((B)(6) 2022 ¿ (B)(6) 2022 per the timestamp). The driveline was disconnected on (B)(6) 2022 at 13:43:27 to exchange the controller. The log file did not capture any notable events that were associated with the reported event. The pump maintained a speed above the low speed limit throughout the log file. The root cause of the reported event was determined to be the wire associated with the communication being broken; however, the cause of the wire being broken could not be determined. Incidental findings: fluid ingress was observed near the power cables connectors on the controller. Fluid ingress coating the protective layers of the black power cable and white power cable. Fluid ingress covering the insulation of the black power cable and the white power cable inner wires. The device history records were reviewed and the records revealed that the heartmate 3 system controller, serial number (B)(4), was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 system controller was shipped to the customer on 04apr2019. Heartmate 3 patient handbook section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the power cable disconnect alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook section 6, entitled "caring for the equipment", describes the importance of protecting the system controller power cables from kinks, sharp bends, and repeated bending. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller and the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate 3 patient handbook section 4, entitled ¿living with the heartmate 3¿, explains that the system controller must be kept dry at all times and to never swim or take baths. Users are instructed not to shower without a doctor¿s approval, and to never shower with the shower bag. This section also states ¿although the external components of the heartmate 3 left ventricular assist system are moisture-resistant, they are not waterproof. Take care to protect system components from water or moisture, whether indoors showering or outdoors in a heavy rain. If the components have contact with water or moisture, you may receive an electrical shock or the pump may stop¿. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.